Event description:
The caller alleged discrepant results when compared with the lab. The following results were reported: inratio lab 1.3 dose adjusted, test performed one week prior to 2/15. 2/15/2006 1.8 16.9, pt reported that he tested blood in his mouth but no frank bleeding. Urine was of a dark appearance.